Event description:
It was reported that removal difficulty occurred. The target lesion was located in a mildly tortuous and moderately calcified carotid artery. A carotid wallstent 8.0-29 was selected to treat carotid artery stenosis. The stent properly tracked on the non-boston scientific guidewire to the target lesion and was implanted. However, right after implantation, the delivery system stuck on the guidewire, and movement was almost impossible. With great force and difficulty, the device was able to be removed intact and separate from the wire. It was noted that the guidewire was bent after removal from the delivery system. There were no patient complications as a result of this event.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in a mildly tortuous and moderately calcified carotid artery. A carotid wallstent 8.0-29 was selected to treat carotid artery stenosis. The stent properly tracked on the non-boston scientific guidewire to the target lesion and was implanted. However, right after implantation, the delivery system stuck on the guidewire, and movement was almost impossible. With great force and difficulty, the device was able to be removed intact and separate from the wire. It was noted that the guidewire was bent after removal from the delivery system. There were no patient complications as a result of this event.